Event description:
It has been reported that the plate had been broken up in the patient's body.

Manufacturer narrative:
The information in this report is associated with a legal case. No additional information is available at this time. If additional information becomes available, a supplemental report will be submitted.